Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The caller states that the unit has an alarm led failed alarm, and he has replaced the led, the cable and the board and the problem persists. The rse asked the caller what error code is on the unit. The caller does not have the unit with him to look at the code or troubleshoot. Rse informed the customer to call back once he has the unit. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
The customer called into technical support (ts) reporting that the device has alarm led failed error message. The caller states that he has replaced the led, the cable, and the board. The problem persists. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.